Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system removable was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2011. According to the complainant, during the procedure the stent would not emerge from the endoscope. The stent was not deployed. Reportedly, the stent system was not "flush" and was catching on the endoscope. The procedure was completed with another wallflex biliary rx fully covered stent system removable. Investigation results revealed that the stent cover was damaged. Based on this information, this event is now considered reportable.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath was retracted 19 mm from the distal tip and the stent had been deployed. The stent was returned for analysis and distal stent cover damage was noted. The catheter was kinked at approximately 442 mm proximal to the distal tip. Measurement of the outer diameter of the distal end of the outer sheath found a maximum outer diameter at the flared end of 0.109 inch which is within specification. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.